Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin infection cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Note: the manufacturer date of the device tfh209774 is october 15, 2019; UDI number is: (B)(4).

Event description:
A 68-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient¿s daughter informed novocure that the patient developed a skin infection above both ears and was prescribed sulfamethoxazole/trimethoprim which resolved the issue. Due to the infection, the patient temporarily discontinued optune gio therapy between on (B)(6) 2026. The reporter noted that in their opinion, the transducer arrays did not contribute to the event. Multiple attempts were made to contact the prescribing physician; however, no reply was received.